Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the cable connecting ECG electrodes a and b with the front therapy electrode (te) was pulled from the front te, damaging internal wires. The cause of the inability to complete testing is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.